Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was unable to backload the lead with a guide wire. There was a lot of resistance felt and a gritty noise was heard. The lead was not used, and another lead was successfully implanted. This was the third time this physician had experienced this problem with this lead. No patient complications have been reported as a result of this event.